Event description:
Yufu distributor reports, "our customer reported that the syringe door opened suddenly during injection, and the part that fixes the base of the hinge pin broke. They found out that the hinge pin was curved. The say their operation of the injector was normal, but the syringe door didn't close smoothly before injection."

Manufacturer narrative:
Manufacturing investigation pending arrival of equipment from distributor. Once equipment has been received, investigation completed, a medwatch 3500a supplemental form will be submitted to the FDA.